Manufacturer narrative:
Reported event: it was reported that bone pin was stuck in the array stabilizer. Product evaluation and results: visual inspection, visual inspection shows grooves from galling. Dimensional inspection: dimensional inspection was not completed since visual and functional inspection confirmed jamming and galling. Functional inspection: functional inspection shows bone pin firmly jammed into the array stabilizer. Product history review: review of device history records show that (B)(4) were accepted into final stock on 08/22/2016 and 10/13/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112660, lot number 19020915 shows 03 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: functional and visual inspection confirmed bone pin jammed into stabilizer. Excessive off angle pressure and high speed drilling bone pin in array may contribute to over heating and potentially gall bone pin to array stabilizer corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While inserting pins (4x140 ref, 114140 lot: w48623-1) into the 4.0 pin stabiliser (ref.222660 lot. 19020915) the pin became lodged in the stabiliser. It couldn¿t be removed with the pin driver and had to be removed by mal letting it out. Delay to procedure while attempting to remove pins without causing damage to femur. Use of mallet and punch was required. Surgical delay less than 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While inserting pins (4x140 ref, (B)(4), lot: w48623-1) into the 4.0 pin stabiliser (ref. (B)(4), lot. 19020915). The pin became lodged in the stabiliser. It couldn¿t be removed with the pin driver and had to be removed by mal letting it out. Delay to procedure while attempting to remove pins without causing damage to femur. Use of mallet and punch was required. Surgical delay less than 10 minutes.